Event description:
It was reported that the pt's parents and teachers had seen a decrease in the pt's performance. Telemetry performance was checked in both expert and normal modes in 07/2002 and again in 08 /2002.